Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected hall sensor alarm during our testing. The motor was tested outside of the device and passed. No unexpected the motor arm cannot communicate with the main arm and the critical block and inverse critical block did not add to zero alarms during testing. However, the critical block and inverse critical block did not add to zero alarm, line number 213 file number 30, found in the formatted history file due to a software error. The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced motor arm cannot communicate with main arm and the critical block and inverse critical block did not add to zero. Customer's blood glucose value was unknown. The customer reported pump error did not occur during the rewind/load reservoir/fill tubing process. The customer stated that he is around high magnetic field at work. The insulin pump will be returned for analysis.